Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).

Event description:
Philips received a report that the customer reported while performing a prescan for a renal biopsy, the operator and pt detected a burning smell and smoke coming out of top of gantry. The smoke detector went off and the pt was removed from the table and the area was locked down and fire department was called. The fire department evaluated the issue and there was no fire, only smoke. The philips field service engineer (fse) was called to the site and evaluated the system and determined that the issue was due to a failed upper linear induction motor (lim motor).